Event description:
It was reported the customer was having trouble with the infusion set pulling off the quick release. Customer's blood glucose was over 400 mg/dl. The infusion set was used for one day. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.